Event description:
The pt reports they were hospitalized for high blood glucose readings along with high blood pressure. The pt reported that their blood glucose was high for a week prior to the hospitalization due to stress. Additionally, on the day of hospitalization the pump alarmed to replace the battery and after replacing the battery the pump screen flashed and the pump was unresponsive to button presses.